Event description:
A customer reported the footswitch was "cutting out" during a surgical case. They used the footswitch from another system to complete the case. There was no impact to the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Manufacturer narrative:
The customer called the company representative to assist with troubleshooting. The customer requested a replacement footswitch. No additional information was provided. Therefore, the root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).